Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that his onetouch ultralink meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on an unspecified day in (B)(6) of 2012, sometime after lunch, he developed symptoms of feeling "weak and sweaty." In response to the symptoms, the patient claimed he tested his blood glucose with the subject meter and obtained an alleged high reading of "300 mg/dl." The patient did not feel the result was correct because he associated the symptoms with a low blood glucose. Within a few minutes, the patient stated he retested his blood glucose again with the subject meter and obtained a result of "58 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient informed the mss that he treated himself with food and drink in response to the low symptoms and confirmed feeling better afterwards. Prior to the onset of symptoms, the patient stated he had tested that morning, prior to breakfast. The patient did not recall what reading he obtained. The patient informed the mss that he did not known what may have caused or contributed to the onset of symptoms. At the time of troubleshooting, the cca noted that the patient did not have test strips available at the time of the call. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no evidence that the subject meter caused or contributed to this injury. The patient reported already being symptomatic prior to obtaining the alleged inaccurate result. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. G5: 510k # is k073231.